Manufacturer narrative:
H10: the device was not received for evaluation however photos were provided. Visual inspection of the set observed an external leak from the access luer connector. The reported condition was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the beginning of treatment with one unit of a prismaflex m150 set, an external blood leakage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.